Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The physician placed an unknown stent in the lesion, then attempted to place a 2.50x8mm taxus express2 drug eluting stent distally to the previously deployed stent. The physician then attempted to place a 2.50 x 12mm taxus express2 drug eluting stent distally to the previously deployed stent, but again was unable to corss the previously deployed stent. Consequently, the stents were never deployed. Upon removal of each of the taxus stents from the patient's body it was noted that the struts were lifted. The physician successfully completed the procedure with another 2.50 x 8mm taxus express2 drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."